Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the anchor broke during insertion. This was detected during use in a left rotator cuff repair surgery on (B)(6) 2025. The procedure was completed successfully as another new ar-2324bcc was used. Ar-2324ptb was used to prepare bone socket. Bone quality of patient was normal and no fragments were left in the patient. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-2324bcc, batch 15300913, was received for investigation. The device¿s eyelet was fractured, and the sutures were detached. The anchor remained intact; although it exhibited some surface damage, it was not broken as stated in the complaint allegation. Functional testing was not performed due to the damage present on the device. The most likely cause of the broken eyelet can be attributed to misuse, such as misaligned insertion or prying/leveraging the device during insertion. The complaint allegation is not confirmed. Refer to the attached investigation photos.